Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected rupture", "implant leakage" and "moist, yellow staining with gel", confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, deformation and gel cloudy were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "suspected rupture", "implant leakage" and "moist, yellow staining with gel", confirmed via ultrasound. This record is for the right side. The device has been explanted and replaced with a non-abbvie device.